Event description:
The customer's mother called to report frequent no delivery alarms during, bolus attempts. Troubleshooting was performed and the insulin pump passed the prime test without giving any alarms. The customer's mother stated she would be taking the customer to the hospital because her blood glucose levels are very high. The mother stated she has spoken with the medical director and the diabetic educator and they both feel the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was conducted that the device operated within specifications.